Event description:
The information received regarding the notes decreasing lead impedance measurements. A holter monitor showed no pacing abnormalities even though the patient complained of dizzy spells. Since the patient was pacemaker dependent, a decision was made to have patient brought to surgery. The leads tested normal and were re-used and the pulse generator was replaced.